Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It was reported that an enteer guidewire was unable to pass wire into true lumen of a 10cm sfa occlusion with moderate calcification. Evaluation summary: the enteer guidewire was received for evaluation with an enteer re-entry catheter. No additional ancillary devices or cine images from the procedure were received. The enteer guidewire was received loaded in its transportation hoop, which was loaded in its pouch and in its shelf carton. The enteer guidewire was removed from its transportation hoop and inspected: a kink was noted at 133cm distal from the proximal end and what appeared to be gauze fuzz on the distal tip. The guidewire was able to be loaded with ease through the distal tip of the catheter and was able to be navigated through both side ports of the catheter. Dimensional verification: as received, the guidewire presents an overall length of 299.85cm, a finished coil length of 3.039cm (1.197"), a shaped tip length of 0.052, ptfe coated shaft diameter of .01315" to .01320" and a finished coil diameter of .01075" (proximal end of the coil) to .01080" (in the vicinity of the angle tip). Tip shape appears normal and unremarkable with a tip angle of approximately 28.8o. Observation findings: the specimen presents numerous bends/kinks of varying severity and frequency, scattered over the length of the device proximal of the manufactured tip bend. The specimen also presents a 0.15mm stretched coil region .35mm distal of the proximal coil-to-core solder joint. The ptfe coated shaft presents random scrapes in the coating, exposing the metallic substrate. No other damage or inconsistencies are noted to the specimen at this time. All joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. When tested for fit/function within the accompanying enteer balloon catheter, the distal tip of the specimen wire was passed through the true lumen and both side lumen ports with no effort.